Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were . Visual examination of the returned product identified the measured features f1 and f2 of the glenosphere and both were conforming. The glenosphere does show signs of use with scratches on the polished surface. No measurements were taken of the poly bearing as the bearing did not sit flush on the tray; however, it was seated in the tray, and the device was autoclaved per the per. There are areas where daylight can be seen between the bearing and the tray. The additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately two weeks post implantation due to dislocation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: d10: comp rvrs shldr glnsp std 41mm cat: 115320 lot: 540470. Comp rvs tray co 44mm cat: 115370 lot: 65783131. G2: foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified showed slight wear on the bearing. The articulating radius of the glenosphere is slightly smaller than the articulating radius of the humeral bearing to allow for articulation without edge loading. The trial and implant dimensioning are the same but there is a very slight difference to prevent the glenosphere from extending over the rim of the humeral bearing to reduce the likelihood of edge loading occurring. Device history record was reviewed and no discrepancies were found. The reported event is not confirmed. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.